Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cap con ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent a primary breast augmentation with a 425cc mentor memorygel breast implant experienced right sided baker¿s grade iii, and left-sided grade ii capsular contracture post procedure. The capsular contracture was diagnosed by a physician. As a result, patient underwent right side capsulectomy and bilateral replacements as follow: l/ cat#: 3506504bc, sn#: (B)(4), r/ cat#: 3506504bc, sn#: (B)(4). On (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).